Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent was under expanded and stent damage and migration occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the right coronary artery (rca). A 3.0x16mm synergy drug eluting stent (des) was implanted in the mid rca. A 3.50 x 24mm synergy des and a 4.0x16mm synergy des were implanted in the proximal rca and a 3.0x8mm synergy des was implanted in the mid rca. A 6f guidezilla and another 6f non-bsc guide catheter were then utilized to implant a 2.5x12mm synergy des in the distal rca. Upon attempting to withdraw the wire, guide catheters, the 2.5x24mm synergy stent was compressed and moved 5 or 6mm distally in the artery. Another 4.00x16mm synergy stent was implanted to cover the lesion area and pin the migrated stent. No patient complications were reported and the patient status was good.